Event description:
The event occurred while surgeon performed l1-l4 posterior spinal fusion with uss dual opening system. While attempting to connect the rod to the left l1 screw, he could not get the nut to engage with the threads on the screw. He tried two new nuts with the same result. By this time, the top threads of the screw were stripped. The surgeon replaced the screw and then used a new nut and collar. The nut engaged with the screw successfully. The procedure was completed with about a 10 minute delay. There was no other information provided. This is 4 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.